Event description:
It was reported that this male pt in radiology had an undiagnosed febrile illness, and was scheduled for PICC insertion in the ICU to gain access for long term antibiotic therapy/chemotherapy. The first attempt made in left cephalic was unsuccessful and the pt experienced discomfort and tethering of skin when removal of the swg was attempted. As the doctor needed to use force to eventually remove the swg, local anesthesia was introduced to the area, however, add'l force resulted in the guide wire unraveling in clinician's hands. The clinician suspected fragments remained in pt so x-ray was performed to locate the fragments. A procedure was scheduled for (B)(6) (the following day) to remove the remaining fragments. A second attempt in the pt's right cephalic was successful.

Manufacturer narrative:
(B)(4). A step by step summary is as follows: a 20ga 54mm cannula was used to gain access to vein under ultrasound. The needle was removed from cannula, and the swg was fed down the cannula without ultrasound guidance. Met resistance to passage of guidewire as wire passed the tip of the cannula - withdrew cannula. Attempted to withdraw guidewire and met firm resistance. Pt experienced discomfort and tethering of the skin noted. A firmer attempt was made to withdraw guidewire resulting in increased pain for the pt. Introduced some local anesthetic to the area. Used 51mm cannula to thread over guidewire. Met resistance at approx 4mm short of skin. Unable to remove guidewire through cannula. Utilized 21ga introducer needle from the product kit to thread over the guidewire. Met resistance at 4mm from the skin. Removed the needle. More local anesthetic given to the pt. Attempted to remove the guidewire manually from the skin. As the clinician managed to remove the guidewire, it unraveled and broke off. X-ray confirmed retained guidewire. Position of retained guidewire identified, with ultrasound, as being adjacent to the vein, 2cm below skin. The PICC was inserted into right cephalic. Pt admitted to surgery the following day for guidewire fragments to be removed. A delay was reported, however, there was no add'l harm to the pt due to this delay. There was no reported death or complications to the pt as a result of this occurrence. F/u report will be filed if add'l info becomes available.